Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and device expulsion ("malposition of essure device location of device: cornua of the uterus") in a 36-year-old female patient who had essure (ess205) (batch no. 623818) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "2 ½ loops on the right and 2 on the left". The patient's past medical history included blood pressure high. Concurrent conditions included overweight, intermenstrual bleeding, uterine bleeding, left lower quadrant pain, dermatitis due to metals, allergic rhinitis and allergy to nuts. Concomitant products included hydrochlorothiazide since 2017 and paracetamol (acetaminophen) from 2008 to 2010. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, 5 days after insertion of essure (ess205), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain"). On (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain ("lower back pain") and mental disorder ("psychological or psychiatric problems condition"). The patient was treated with surgery (laparoscopy, supracervical hysterectomy and bilateral salpingectomy and removal of the essure device) and surgery (laparoscopy, supracervical hysterectomy and bilateral salpingectomy and removal of the essure device). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain was resolving and the device expulsion, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, weight increased, back pain and mental disorder outcome was unknown. The reporter considered back pain, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, mental disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 163 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2018: plaintiff fact sheet received. Event psychological disorder nos was added. Patient , product & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device location of device: cornua of the uterus") and pelvic pain ("pelvic pain") in a 36-year-old female patient who had essure (ess205) (batch no. 623818) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "2 ½ loops on the right and 2 on the left". The patient's medical history included blood pressure high. Concurrent conditions included overweight, intermenstrual bleeding, uterine bleeding, left lower quadrant pain, dermatitis due to metals, allergic rhinitis and allergy to nuts. Concomitant products included hydrochlorothiazide since 2017 and paracetamol (acetaminophen) from 2008 to 2010. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"), 5 days after insertion of essure (ess205). On (B)(6) 2008, the patient experienced anxiety ("mental anguish") and depression ("depression"). On 5-oct-2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain ("lower back pain"). The patient was treated with surgery (laparoscopy, supracervical hysterectomy and bilateral salpingectomy and removal of the essure device). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, weight increased, anxiety and depression outcome was unknown and the pelvic pain and back pain was resolving. The reporter considered anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 163 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Reporter information updated. Events: mental anguish, depression were newly added. Event outcome updated for back pain to recovering / resolving. Product, patient & reporter information updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and device expulsion ("malposition of essure device location of device: cornua of the uterus") in a 39-year-old female patient who had essure (ess205) (batch no. 623818) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "2 ½ loops on the right and 2 on the left". The patient's concurrent conditions included overweight, intermenstrual bleeding, uterine bleeding, left lower quadrant pain, dermatitis due to metals, allergic rhinitis and allergy to nuts. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain"). On (B)(6) 2010, 3 years 1 month after insertion of essure (ess205), the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain ("lower back pain"). The patient was treated with surgery (laparoscopy, supracervical hysterectomy and bilateral salpingectomy and removal of the essure device). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain was resolving and the device expulsion, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, weight increased and back pain outcome was unknown. The reporter considered back pain, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 163 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2018: update of quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device location of device: cornua of the uterus') and pelvic pain ('pelvic pain') in a 36-year-old female patient who had essure (ess205) (batch no. 623818, 623819) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device placement issue "2 ½ loops on the right and 2 on the left". The patient's medical history included blood pressure high. Concurrent conditions included overweight, intermenstrual bleeding, uterine bleeding, left lower quadrant pain, dermatitis due to metals, allergic rhinitis and allergy to nuts. Concomitant products included hydrochlorothiazide since 2017 and paracetamol (acetaminophen) from 2008 to 2010. On (B)(6)2007, the patient had essure (ess205) inserted. On 1-sep-2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"), 5 days after insertion of essure (ess205). On (B)(6)2008, the patient experienced anxiety ("mental anguish") and depression ("depression"). On (B)(6)2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain ("lower back pain"). The patient was treated with surgery (laparoscopy, supracervical hysterectomy and bilateral salpingectomy and removal of the essure device). Essure (ess205) was removed on (B)(6)2010. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, weight increased, anxiety and depression outcome was unknown and the pelvic pain and back pain was resolving. The reporter considered anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 163 lbs. Patient received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on (B)(6)2007: results: essure device was successfully occluded. Lot number: 623818 manufacture date: 2007-03 expiration date: 2009-02. Lot number: 623819 manufacture date: 2007-03 expiration date: 2009-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and device expulsion ("malposition of essure device location of device: cornua of the uterus") in a 39-year-old female patient who had essure (ess205) (batch no. 623818) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "2 ½ loops on the right and 2 on the left". The patient's concurrent conditions included overweight, intermenstrual bleeding, uterine bleeding, left lower quadrant pain, dermatitis, allergic rhinitis and allergy to nuts. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain"). On (B)(6) 2010, 3 years 1 month after insertion of essure (ess205), the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain ("lower back pain"). The patient was treated with surgery (laparoscopy, supracervical hysterectomy and bilateral salpingectomy and removal of the essure device) and surgery (laparoscopy, supracervical hysterectomy and bilateral salpingectomy and removal of the essure device). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain was resolving and the device expulsion, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, weight increased and back pain outcome was unknown. The reporter considered back pain, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 163 lbs . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded . Most recent follow-up information incorporated above includes: on 25-jul-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and relevant history added. Essure removal date (05-oct-2010) added. Lot number (623818) added. Indication (permanent birth control by bilateral occlusion of the fallopian tubes) added. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), malposition of essure device location of device: cornua of the uterus, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain, lower back pain and 2 ½ loops on the right and 2 on the left added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device location of device: cornua of the uterus') and pelvic pain ('pelvic pain') in a 36-year-old female patient who had essure (ess205) (batch no. 623818, 623819) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device placement issue "2 ½ loops on the right and 2 on the left". The patient's medical history included blood pressure high. Concurrent conditions included overweight, intermenstrual bleeding, uterine bleeding, left lower quadrant pain, dermatitis due to metals, allergic rhinitis and allergy to nuts. Concomitant products included hydrochlorothiazide since 2017 and paracetamol (acetaminophen) from 2008 to 2010. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"), 5 days after insertion of essure (ess205). On (B)(6) 2008, the patient experienced anxiety ("mental anguish") and depression ("depression"). On (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain ("lower back pain"). The patient was treated with surgery (laparoscopy, supracervical hysterectomy and bilateral salpingectomy and removal of the essure device). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, weight increased, anxiety and depression outcome was unknown and the pelvic pain and back pain was resolving. The reporter considered anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 163 lbs. Patient received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: results: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 9-jan-2020: ppf received lot number was added. Reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilization. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (partial hysterectomy and bilateral salpingectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.